Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation, there was difficulty in removing the stylet from the 4.00 x 28mm xience skypoint stent delivery system; therefore, the device was not used. There was no patient involvement and no clinically significant delay in the procedure. The device was replaced with another device. No additional information was provided.